Event description:
During a follow-up in clinic, increased capture threshold which resulted in a loss of capture was observed on the left ventricular (lv) lead. The cause of the event was a dislodgement of the lv lead due to patient ambulation. An x-ray was performed and the dislodgement was confirmed. The lv lead was successfully repositioned to resolve the event. The patient was in stable condition.